Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found. The customer reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed nor excluded through laboratory testing. Lot qualification records were reviewed, and the product lot met all acceptance requirements. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose was in the normal range until (B)(6) 2013, when she woke up at 12:56am with a blood glucose of 325 mg/dl. She gave herself a 5.05 unit bolus, and checked it again at 9:12am. The result was 304 mg/dl, so she took a 4.60 unit bolus. At 10:38am, her blood glucose was 307 mg/dl, and she deactivated the pod. She stated that she could smell insulin when she removed the pod, and thought that the cannula may have dislodged while she was sleeping.